Event description:
Family member of the home patient (hp) reported the hp felt overfilled while using the homechoice cycler for apd therapy. The hp's family member relates that the hp performed a manual exchange of 2000mls during the day. The manual exchange is typically drained out during the initial drain, however, in 2002 the homechoice cycler advanced from the initial drain into fill 1 without draining this fluid out. The cycler delivered 1225mls of the programmed fill volume of 1700mls when the hp's family member stopped the fill. The cycler was placed into a manual drain, removing 3322mls of fluid. After the manual drain occurred, the hp continued therapy with no further issues. According to the hp's family member, there was no patient injury or medical intervention.